Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual inspection found the distal tubing shaft was kinked between the e2 and e3 ring electrodes. The distal tubing was microscopically inspected and it revealed lifting glue on the e2 ring electrode. Furthermore, a crack between the e3 ring electrode and the distal tubing was noticed, with traces of dried blood seen between the crack. The catheter failed during electrical short testing. The tip electrode, e2 ring electrode, e3 ring electrode and e4 ring electrode were found shorting to each other. The thermistor resistance value, the resistor ID value, and the electrode resistance values were all within specification. There were no open circuits found during the continuity testing. The catheter passed the thermistor response test. Radiofrequency ablation verified normal. No error code was displayed on the ep generator during ablation. The catheter's electrical connector verified normal during visual inspection. To isolate the cause of the short, the handle was disassembled. The electrical wires verified normal during visual inspection within the handle. The distal tubing was dissected and all the electrical wires verified normal. However, a significant amount of fluid was found inside the distal assembly causing the short between ring electrodes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/ use error. The dfu cautions the user "against the use of excessive force". (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2011. It was reported that during an electrophysiology (ep) ablation treatment procedure, the EKG signal was lost. The ablation was being performed in the atrioventricular (av) node. During the procedure, while ablating with a 7 fr (B)(4) std blazer prime xp the EKG signal was lost and the console displayed a "change catheter" message. A new catheter was used with the same results. They then replace the 3 foot thermistor cable and everything worked fine. No patient complications were reported and the patient's status is fine. However the returned device analysis revealed a crack between the e3 ring electrode and the distal tubing, and also traces of dried blood were seen between the crack.